Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, he is having trouble with the close vision, and it was blurry, he cant focus on the near reading and its deteriorating each week. Additional information has been received stated that the close focal point (0-10 feet) continues to deteriorate and reading or close up work is no longer possible with the right eye and since the implant the vision is increasingly cloudy in the right eye when viewing objects against a light background. No further information available. Additional information has been received stated that posterior capsule haze was reported.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Addition information has been received stated that reading vision increasing blurry and basically not functional unless in bright light and then it remains blurry. The 0-10 foot range was also worse and was not able to focus clearly although once again better in bright light. The intermediate distance approximately 10 feet to 60 feet is now blurry at all times and was unable to focus clearly regardless of the time allowed. The far distance is now also blurry at all times and was unable to focus clearly regardless of the time allowed. A bluish tinge is now noticeable particularly when looking at lighter backgrounds with the company lens compared to the natural lens. The company lens are much worse with dim light. In very dim or dark surroundings the lens is basically nonfunctional other than to detect movement. No further information available.